Event description:
The pt was implanted with an implantable bi-ventricular assist device (bi-vad). It was reported by the vad coordinator that the pt's rental driver sounds louder than normal during operation. The rpms of the pump seemed to increase and decrease. Per add'l info rec'd, the pt is suspected to have a kink in the cannula(s) when the pt is in an upright seated position, due to occlusion alarms on the portable vad driver. The kink has not been confirmed, just suspected. The pt's portable vad driver was exchanged with her backup driver. The occlusion alarms were occurring much less frequently with the backup driver. The backup driver was noticeably quieter and the pump rpms remain consistent. The hospital staff also reinforced the use of the stabilization belt with the pt. The pt remains ongoing.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.